Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07968, 3006705815-2024-02589, 3006705815-2024-02643. It was reported the patient's anchor was exposed due to patient being diabetic. As a result, surgical intervention occurred wherein the anchors and leads were explanted to address the issue. The ipg was left implanted.